Event description:
It was reported that the user experienced a pairing failure between the pump and the freestyle libre 3 plus sensor, and support guided the user through toggling sensor settings and re-pairing, after which the issue was considered resolved pending warmup. Symptoms included no sensor glucose readings due to loss of communication. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education to re-establish communication. Investigation of this case revealed a temporary communication failure between the pump and sensor that was corrected by re-pairing, consistent with known connectivity issues between components. It was concluded, based on previously established findings for similar reports, that user-guided re-pairing resolved the communication issue and the most likely cause was transient connection loss.